Event description:
The pt reported experiencing pain at the ipg site that extends to the groin at all times. The pt indicated the pain worsens when he bends over. The pt also indicated he has not used his scs system in approx 3-4 months and desires to have it explanted. The pt was advised to consult with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.